Manufacturer narrative:
It was noted that the device is not available for evaluation because the hospital retained. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that the patients left hip was revised due to pain and ceramic on ceramic squeaking.

Manufacturer narrative:
An event regarding squeaking involving a trident alumina insert was reported. The event was not confirmed. Device evaluation not performed as no device was returned. Medical evaluation not performed as no medical records were provided. A device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review. A complaint history review confirmed no other similar events for the reported lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient's left hip was revised due to pain and ceramic on ceramic squeaking.